Event description:
It was reported to boston scientific corporation on july 22, 2009 that an extractor xl triple lumen retrieval balloon was used during a stone removal procedure performed on (B)(6), 2009. According to the complainant, during the first inflation, the balloon ruptured at the bile duct. There were no fragments left inside the patient. The procedure was completed with another extractor xl triple lumen retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device confirmed the balloon to be burst/ruptured midway up the balloon from the distal tip. Both the proximal and distal bonds were examined and found to be continuous and meeting the minimum required bond length specification. The catheter shaft was inspected for cosmetic defects and none were found. The reported complaint has been confirmed. The most probable root cause of this complaint is operational context. From the complaint description, it is most likely that the balloon contacted a sharp irregular stone in the bile duct. A review of the device history record confirms that this device met all material, assembly and performance specifications. A review for similar complaints within lot number 0012375168 found there were no other complaints associated with this lot. (B)(4).